Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2013-0556, 05558. The pt had two anchors (from the same lot). It was reported the pt was not receiving adequate stimulation. Reprogramming attempts were unsuccessful. X-rays revealed both of the pt's leads had migrated. On (B)(6) 2013, the leads were repositioned and the anchors were explanted and replaced. Repositioning the leads resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.